Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect. The patient had nothing but problems with the device from the time of the trial. The patient's left side was worse than the right side. The patient's trial didn't work and it was fine when she first had the surgery. When the patient first stood up after the surgery, she didn't have coverage. The patient was getting stimulation all the way to her toes. Reprogramming was attempted, but they couldn't get the stimulation out of her feet. The patient talked to a manufacturing representative, who was going to work with the physician and worked with it to get coverage on both sides. The patient was using the stimulator 24/7 even though she didn't like the stimulation in her feet. The patient was adjusting the stimulation daily depending on how she felt. The patient was seen by a manufacturing representative for reprograming around the time of the report using high density (hd) programming, which was unsuccessful. The patient had a CT scan on (B)(6) 2015, but the results were not provided. The CT myelogram was performed to check on the lead position and look at the l4-s1 area where the patient had a fusion done there in the past. The scan also showed 4 new bulging disks, but the patient was aware of the bulging disk at c3 for decades. The patient was going to see about fixing the device, but now she wanted the device taken out. The patient had severe pain in her feet and she could hardly walk. This began in late (B)(6) 2014 after a car trip. The patient decided to try to turn her stimulation off to see if that would help the pain in her feet. Within 24 hours, the pain in her feet had disappeared and her feet felt better. The physician took an x-ray and noted that everything was fine with the leads, instead of saying the lead migrated north. The patient found migration listed on her clinical notes. The patient noted that the lead migrated one level or two levels, but she was unsure when this happened. It was clarified that the lead had migrated from t7-8 to t5 and the patient was informed via x-ray. This was not confirmed with the health care professional (hcp) and the location of the lead issue could not be specified. The patient assumed this occurred was when the pain in her feet started. The patient was prescribed medication for it. The patient turned the stimulation off in (B)(6) 2014 because of the pain. The pain went away after it was turned off and the patient didn't have weak ankles. The physician instructed that patient to turn the device back on and the pain slowly came back. The patient's pain had gotten worse and more severe, but it was not as intense as it was. The patient noted that the pain in her feet was "new and severe" and was related to the therapy. The patient noted that she was in excruciating pain all day and night long and it "never went away; it only changed in intensity." The patient was unable to re-engage in life because it had become so painful. The physician was "looking to put the lead where it was supposed to be." They didn't know if it was a pinched nerve and that was the reason for the CT of the entire spine. The patient noted that she was experiencing problems with the adaptive stimulation on her device. About a week later, the patient experienced a "spinal headache" that the physician noted was unrelated. The patient had the headache from a CT scan of the thoracic and lumbar spine that was done with contrast. The patient had a blood patch and 2 IV's administered on (B)(6) 2015 to address the spinal headache and it did not do anything. The patient noted that she was in "extreme pain." The headache had gotten better about 2 weeks later, but the patient still had pain. The patient noted that when she stood completely still, the headache went away, but if she moved it would return. The patient was on bed rest. The patient's "device was a piece of junk" and she was going to have it removed not revised. The patient noted that she had been on disability for "so long" and she had a chance to change this, but the system made it worse. The patient noted that she was a trained registered nurse (rn) and she had a scalpel and lidocaine and would remove it herself. The patient was advised not to do this and to seek a new surgeon. The patient noted that she was in pain and she couldn't get any medication. The only pain relief the patient got was when she went to the emergency room and got dilaudid injections. This occurred on (B)(6) 2015. No intervention from the patient's physician would be offered. Patient outcome was not provided. If additional information is received, a supplemental report will be sent. Previously reported information contained in manufacturing report # 3004209178-2015-10199.

Event description:
It was reported that the patient had stimulation in the wrong location. The patient was getting stimulation down to her toes. It was noted that for a week to a week and a half the patient was getting a lot of pain. Patient thought she might have diabetic neuropathy until the healthcare professional told her it might be the implant. Patient turned the implant off and the pain in her feet went away. Patient only needed stimulation for lower back. It was further noted that due to getting the stimulation in her feet the patient was not really able to use the spinal cord stimulator and was taking more oral medication to relieve pain. It was noted that it had been tried but was unable to capture stimulation for just above the waist. Symptoms occurred following implant. Patient status was unknown. The patient had an appointment on (B)(6); however, there was no information regarding this appointment. At a much later time, the patient called back in indicating they were still having the same issues with pain in their feet when the stimulation was on. It felt like blood was rushing down both legs and would then turn into pain in their feet. When they turned it off, within 24 hours, their feet would go back to normal. Every time they turned the device on the pain would return in their feet so they have had the device off for the past 6 months however this time the pain has not gone away. The patient saw their health care provider (hcp) on (B)(6) 2015 and told them that everything was ok and normal but the patient read a note indicating that the leads had moved ¿one level cephalic.¿ the patient has seen many doctors who have diagnosed them with several different things including plantar fasciitis and neuropathy but the patient thinks it the device that is causing their issues. It was so bad now that the patient was barely able to walk and they had never had this problem before. They noted they were still working with their manufacturer representative as their concerns were not yet resolved.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received from the manufacturer&#38112;representative (rep) reported it had been five weeks since implant and the pain in the patient&#38112;feet went away. The patient told the rep. This needed to be included in labeling as a possible adverse event. She had been in extreme pain for one year and nothing stopped the pain. The placement of the patient's leads along with its side effects and risk/benefits were reviewed with the patient.

Manufacturer narrative:
Supplemental was submitted to correct the aware date. The inital submission date of 2013-10-14 was incorrect and the correct date for initial submission is 2015-04-15.

Manufacturer narrative:
See manufacturer report number 3004209178-2013-17144 for information regarding the stimulator movement and repositioning.

Event description:
Additional information received from the consumer and manufacturer's representative reported the patient was home and in bed after surgery. The patient was already feeling better and the pain in her feet had been vanished. After surgery the patient intentionally flexed her feet and while the pain was not gone 100%, it had diminished probably at least 70%. That was just being conservative because she realized she was still under the influence of the anesthesia and the pain medication they gave her at the surgical center. Until all of that stuff wore off, she could not give an actual estimation of her feelings, but that was how much better it felt at the time of the report and how much better it felt immediately following surgery. It was noted that immediately upon waking, the patient was aware the pain the stimulator was causing was mostly gone. The morning after, the symptoms were still gone. The patient also felt more research was needed on the device because she was living proof that there were problems in many ways with the system.